Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the surgery of descending colorectal end-to-end anastomosis, after fired, held for 20 s, circled twice, and exited the device. After severing, no staples were observed in the bowel at both ends and the anastomotic stoma was completely cleaved. The device was examined, and no staples were noted to be present. Changed another genetor to complete the surgery. There was no patient consequence reported. No additional information can be provided.